Event description:
Caller states the patient tested 128mg/dl on the inform system at 6:46am. Customer was unresponsive at this time. Customer was treated with narcan and when patient didn't respond, retested at 8:22am on a lab with a result of 32mg/dl. The patient was then treated with d50 and recovered. Requested return of suspect system and replacement was sent.